Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The tech found that the head up valve solenoid was bad. The tech replaced the valve solenoid to repair the bed.